Manufacturer narrative:
Calibration signals were slightly below expectations. Qc was acceptable. No issues were identified during a review of the alarm trace data. Precision results were acceptable. No issues were identified during a review of the customer's pre-analytical data. The sample foam detection (sfd) images were reviewed. 75% of all patient samples were vibrating suggesting an issue with the active gripper adjustment. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 103 ng/l. The repeat result was 6.54 ng/l.